Manufacturer narrative:
(B)(4): eval results: based on limited details currently available unable to assign root cause.

Event description:
A 2.0mm diameter x 12mm length sprinter legend rapid exchange (rx) balloon dilatation device was used to measure the size of a lesion at the calcified lm post the implant of 7 medtronic drug-eluting stents. These stents (B)(4) were deployed in the rca, lad and lcx, with pre-dilation of some lesions performed with spl22512x and spl20012x balloons. No issues were noted during stenting and pt reported as being fine post implant. The physician then inserted the sprinter legend rx device across the lesion and injected contrast. A bubble was observed in the balloon and the air bubble went down into the left coronary vessel. Pt bp crushed down, code blue was activated and pt underwent resuscitation. Despite rescue effort, pt bp remained low. Pt was then sent up for surgery and spent the night in ICU on support device. Pt condition improved during the night, but deteriorated the next morning. Pt died in the afternoon.